Event description:
It was reported by the customer that ten (10) pump modules are having issues with the door latch "getting stuck". There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of door latch issues was confirmed during testing of the returned pump modules. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out, and it was observed that the sear was installed incorrectly, the spring retainer on the door latch hook was broken, and the bezel assembly was a third-party part. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out, and it was observed that the sear was a third-party part and was installed incorrectly, the spring retainer on the door latch hook was broken, the door assembly keypad was a third-party part, and the air-in-line sensor was broken. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out, and it was observed that the sear was a third-party part and was installed incorrectly, the door assembly keypad was a third-party part, the air-in-line sensor was broken, and the door latch was a third-party part. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out, and it was observed that the door assembly keypad was a third-party part, the sear was a third-party part, the air-in-line sensor was a third-party part, the bezel assembly was a third-party part, and the rubber motor mount was broken. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out and it was observed that the sear was third party and was installed incorrectly. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out and it was observed that the sear was third party and was installed incorrectly. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out, and it was observed that the pump module came without a platen, the membrane frame was broken, and the rubber motor mount was broken. ¿ pump module 8100 s/n (B)(6) suspect. ¿ an external and internal inspection was carried out, and it was observed that the door latch was broken, and the sear was a third-party part and was installed incorrectly. ¿ laboratory tests were able to replicate and confirm the jamming of the door latch when opening the door with the cause identified as incorrectly assembled sear assembly. ¿ after replacing the third-party and broken parts with good parts from the dchu facilities, sear functionality testing was performed on all suspect pumps to determine the proper opening of the door latch. All pump modules passed sear functionality testing ¿ after replacing the third-party and broken parts with good parts from the dchu facilities, all pump modules passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the door latch sticking issues was determined due to the incorrect assembled sear installation along with the use of third-party parts in the pump modules. Note that this report lists imdrf annex a09, a1801, g04090, g04037, c02, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported by the customer that ten (10) pump modules are having issues with the door latch "getting stuck". There was patient involvement but no harm.